Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing new pain in the hip. The patient underwent a revision procedure wherein one of the leads was explanted and the ipg was replaced.

Manufacturer narrative:
Additional information was received that the new pain was not device related. The physician did not suspect device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing new pain in the hip. The patient underwent a revision procedure wherein one of the leads was explanted and the ipg was replaced.